Event description:
Healthcare professional reported a right side deflation and a left side implant exchange with no complaint against the device. Healthcare professional later reported "plug strap separated". Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: crease flat and opening. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identify opening sharp in the plug strap disk shell. The fill test inspection was performed, the result is no blockage based on the device analysis the final assessment is: a sharp opening on plug strap disk shell to an unidentified (tear) opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.